Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: bd received a used 22 gauge nexiva device from lot 2216009 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device was used but the catheter had failed to decouple from the needle assembly. Failure to decouple may be a result of damage to the winged adapter, tip shield, adhesive between the components, or a misaligned/damaged v-clip. Upon further inspection, no damage to the device was observed, no adhesive was present, and the v-slip was in the correct position and could move freely. When attempting to separate the adapter and tip shield it was noticed that the components could rotate removing adhesive as a potential cause. Once the two components were separated it was observed that the back of the catheter adapter was damaged. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by the damage to the back of the catheter adapter. The shape and location of the damage indicated that it was caused during the weld step due to misalignment of the part or tooling. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd nexiva single port with maxzero, 22g x 1.0" the disengagement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to disconnect the grey hub from the inserted cannula and had to remove it from the patient and restart with a different catheter.

Event description:
It was reported while using bd nexiva single port with maxzero, 22g x 1.0" the disengagement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to disconnect the grey hub from the inserted cannula and had to remove it from the patient and restart with a different catheter.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port with maxzero, 22g x 1.0" the disengagement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to disconnect the grey hub from the inserted cannula and had to remove it from the patient and restart with a different catheter.

Manufacturer narrative:
Correction: the following fields were updated due to additional information: d10: device available for eval: no. D10: returned to manufacturer on: na. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd nexiva single port with maxzero, 22g x 1.0" the disengagement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to disconnect the grey hub from the inserted cannula and had to remove it from the patient and restart with a different catheter.